Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 20 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 40 mg/dl when their actual blood glucose level was 20 mg/dl. After troubleshooting, the customer was advised that the sensors would be replaced. The customer did not return the product for analysis.